Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 17, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 88 after insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channel around the 29th of may 2024, that did not recover. This is potentially due to an impact on the insertion site. Case notes do not mention any trauma to the insertion site; however, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. The optical instability most likely caused the steady decline in the sensor electrical performance metric. As part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4. Date of this report updated to 12 sepetmber 2024. D9. Is this device available for evaluation? Yes, 28 august 2024. G3. Date received by the manufacturer? 04 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4307.